Manufacturer narrative:
Field service engineer (fse) observed a small leak coming from the rbc aperture housing, and that the o-ring was not seated properly. The fse re-seated the aperture o-rings and tested for leaking. There was no further evidence of leaking. Repairs were verified per established procedures, and the results met published performance specifications. The rbc aperture carries blood and diluent while in operation and cleaner while in shutdown. Root cause for the leak was the o-ring on the rbc aperture that was not seated properly. (B)(4).

Event description:
A customer reported to beckman coulter inc (bec) that there were small drips of fluid leaking from coulter lh500 hematology analyzer. The customer stated that the fluid appeared to be mostly clenz (< .5cc) coming from the red blood cell (rbc) aperture housing. The customer was wearing ppe consisting of a lab coat, eye protection, and gloves. No one came in contact with the fluid. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient results, and there was no death, injury or change to patient treatment.